Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium coil could not be detached in vivo. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the left ophthalmic artery segment. The max diameter was 4mm and the neck diameter was 2mm. Patient blood flow and vessel tortuosity was normal. No patient injury or symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used- video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition- the axium prime pusher was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened axium prime inner pouch. The opened axium prime outer carton was also returned. Visual inspection/damage location details: the actuator interface was found fully retracted out the coupler tube, indicative that a detachment was attempted at this location with an instant detacher. The break indicator was found intact. No evidence of manual detachment attempts was found at this location. The coin was found fully retracted out of the lumen stop. The shield coil was found intact. The implant coil was already detached and not returned for analysis. Testing/analysis ¿ the exposed release wire was retracted, and the release wire and coin moved freely within the pusher. Under magni fication, the outer jacket was removed. No damages or irregularities were found with the lumen stop. The lumen stop inner diameter was measured to be 0.0028¿, which is within specification: (specification: 0.00220¿ ¿ 0.0029¿). The retainer ring was found occluded with dried blood. The blood was dissolved; and the retainer ring was found damaged. The inner diameter of the retainer ring could n ot be reliably measured due to the damage. The coin was found undamaged. The coin outer diameter was measured at three locations to be ~0.0859mm at 0.063mm, ~0.1082mm at 0.127mm, and ~0.1052mm at 0.275mm, which is within specification (specification: 0.063mm ¿ 0.089mm @0.063mm, 0.075mm-0.105mm @0.127mm, and 0.86mm-0.108mm @0.274). Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed. It is possible the cause of the non-detachment is the blood found within the retainer ring caused the coin/release wire/detach element to become stuck. The retainer ring was found damaged, how the damages would not contribute towards a non-detachment. It is likely the retainer ring became damaged due to resistance or caused during detachment attempts. The instant detacher and implant coil (including detach element) used in the event was not returned. Therefore, any contribution of the instant detacher and detach element towards the non-detachment could not be determined. There is no non-conformance to specification found that would contribute towards the failure. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported 3 unsuccessful attempts were made to detach the coil using the instant detacher (ID) and 3 unsuccessful attempts were made at manual detachment. There were no issues encountered during the procedure prior to the coil non-d etachment. There was no damage to the pushwire observed after the coil was removed from the patient's body. The ID lot number was not known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.